Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they are on group b at 2.3v and has mostly left it there and not tried raising it. Pt says "my leg pain and everything has been working great, but since the implant I still have lower back pain and wanted to know what to do". Pt also mentioned that they went for a haircut and when they had their head in the dryer they "got zapped". Reviewed to turn stimulation off before using this device, as well as before walking through airport security devices. Pt is going to try raising their settings and will also try all available groups. If the lower back pain still isn't helped, they will follow up with hcp. Pt also reports that ever since they had the implant their back has been really itchy, mainly in the area where the stimulator is. They said the itching has been driving them crazy, and says its mainly on the spot where the implant is "but once in awhile it goes to a different area". Pt uses benadryl creme and wanted to know what else to do. Recommended that they follow up with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they did not contact the physician regarding the itching/pain. The itching ceased on its own after speaking with patient services, approximately 3 months after leads were inserted. Steps taken to resolve the itching/pain/getting zapped when the patient¿s head was in a dryer at the hair salon was they turned therapy off when getting a haircut. The issue was resolved.